Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A complaint database search found one other reported incident against the provided product and lot combination for the pinnacle mtl ins neut40idx56od (metal liner). Per wi-3430 a review of the device history records for the head and liner is no longer required. A complaint database search finds no other reported complaints against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 7/22/15-pfs and medical records received. Pfs now alleges high metal ions. After review of the medical records for MDR reportability, the revision operative note indicated pain, impingement, and malpositioned cup and stem. No labs were provided for the alleged high metal ions. The stem and cup are being added to the complaint. The complaint was updated on:8/19/2015.